Manufacturer narrative:
Concomitant medical products: three peg patella 26mm (cat# 200-02-26 / serial# (B)(4)). Logic cr femoral cem, right, sz 1.5 (cat# 02-010-03-0315 / serial# (B)(4)). Lgc tibial fit tray cem sz 1.5f / 1.5t (cat# 02-012-45-1515 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by legal brief, patient's initial total knee arthroplasty was performed on (B)(6) 2019. Patient's underwent revision total knee arthroplasty on (B)(6) 2022 due to premature failure of his exactech optetrak total knee device.

Manufacturer narrative:
H3: as reported by legal brief, patient's initial total knee arthroplasty was performed on (B)(6) 2019. Patient's underwent revision total knee arthroplasty on (B)(6) 2022 due to premature failure of his exactech optetrak total knee device. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. These devices are used for treatment not diagnosis.